Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated an issue with the battery voltage measurement. There was a battery voltage measurement of 1.99 volts. Faulty low battery voltage measurement. Device not at elective replacement indicator. Battery status ok with remaining longevity estimated at 3 years. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the report resulting from a routine device interrogation showed a low value for battery voltage, but a battery status of ¿ok¿ and an estimated longevity of two years. This was determined to be an instance of a known issue wherein the device computes a false low value for battery voltage, which is automatically corrected within three hours outside of a follow-up session. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.